Event description:
It was reported that the patient started to have severe spasticity on (B)(6) 2014 and was advised to go to the emergency room (ER). The patient was getting a work up with the ER healthcare provider (hcp) and they were unsure of the cause of the patient¿s symptoms at the time of the report. The patient had a fever for the previous couple of days and the symptoms had since continued to get worse. Other symptoms reported were progressively getting more and more irritable and upper extremity tightness. The patient had been out of the hospital for 1 week, and the reason for the recent hospital stay was unknown. The patient had a refill during the week prior to (B)(6) 2014. A catheter revision was being done during the week of this report. The reporter did not know any details about the specific issue, but inquired about which pieces would work with the patient¿s current catheter. The pump system was being used to infuse lioresal. The final patient outcome and the cause of the event was not reported. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), explanted: (B)(6) 2014.

Event description:
Diagnostic testing did not find an issue with the catheter. On (B)(6) 2014, the patient was taken to surgery. The catheter was patent when checked in the or (operating room). The catheter was removed and a new catheter was implanted to see if the patient could get better effect. Following the replacement, the patient was being monitored in the ICU (intensive care unit).